Event description:
Boston scientific received information that this pacemaker had battery depletion quicker than expected. Boston scientific company representative reported that the health care professional (hcp) noted depletion on the fuel gauge during follow-up check. The representative confirmed that the device output had increased as the patient had atrial fibrillation (af). The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.